Event description:
Adverse side effects experienced with use of amo complete moisture plus contact lens solution, consistent with recall notice dated 05/25/07. These symptoms include severe redness, irritation, scratchiness and have been unable to wear my contact lens for over a week. I have experienced similar symptoms over the last five to six months and have had several periods during this time where I have to wear glasses -rather than contacts- and have used antibiotic ointment in my eyes. I am concerned this is related to the warning for acanthamoeba keratitis and will be making a followup appointment with my eye dr early next week. Used in 2007.